Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. Customer¿s blood glucose level was unknown. Customer reported that most of the time after he changes out the battery the insulin pump will reset the time and date. Customer declined troubleshooting. Customer reported that he gotten an code error alarm. The insulin pump will not be returned for analysis.